Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign material has been surgically removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced injury ("various physical symptoms / injury"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and injury outcome was unknown. The reporter considered injury and medical device removal to be related to essure. The reporter commented: as a result of the symptoms, she was hindered in her normal daily functioning and she suffered injury. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign material has been surgically removed') in a female patient who had essure (batch no. 915889) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 9 months after insertion of essure. On an unknown date, the patient experienced injury ("various physical symptoms / injury"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and injury outcome was unknown. The reporter considered injury and medical device removal to be related to essure. The reporter commented: as a result of the symptoms, she was hindered in her normal daily functioning and she suffered injury. Lot number: 915889 manufacture date: 2011-10 expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign material has been surgically removed') in a female patient who had essure (batch no. 915889) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 9 months after insertion of essure. On an unknown date, the patient experienced injury ("various physical symptoms / injury"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and injury outcome was unknown. The reporter considered injury and medical device removal to be related to essure. The reporter commented: as a result of the symptoms, she was hindered in her normal daily functioning and she suffered injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2020: essure lot number was provided and insertion date was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign material has been surgically removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced injury ("various physical symptoms / injury"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and injury outcome was unknown. The reporter considered injury and medical device removal to be related to essure. The reporter commented: as a result of the symptoms, she was hindered in her normal daily functioning and she suffered injury. Most recent follow-up information incorporated above includes: on 4-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign material has been surgically removed') in a female patient who had essure (batch no. 915889) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 9 months after insertion of essure. On an unknown date, the patient experienced injury ("various physical symptoms / injury"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown and the injury had resolved. The reporter considered injury and medical device removal to be related to essure. The reporter commented: as a result of the symptoms, she was hindered in her normal daily functioning and she suffered injury. Lot number: 915889, manufacture date: 2011-10, expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: the outcome for 'various physical symptoms / injury' was updated, a new reporter type (lawyer) was received and the patient´s initials were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 915889) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), hypersensitivity ("allergic reactions") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal problems "). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hypersensitivity, alopecia and hormone level abnormal outcome was unknown. The reporter considered alopecia, hormone level abnormal, hypersensitivity and pelvic pain to be related to essure. The reporter commented: as a result of the symptoms, she was hindered in her normal daily functioning and she suffered injury. Lot number: 915889. Manufacture date: 2011-10. Expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2022: previously reported event various physical symptoms / injury was specified as pain, allergic reactions, hair loss and hormonal problems. Foreign material has been surgically removed was deleted as event and considered as pain treatment. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 915889) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), hypersensitivity ("allergic reactions") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal problems "). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hypersensitivity, alopecia and hormone level abnormal outcome was unknown. The reporter considered alopecia, hormone level abnormal, hypersensitivity and pelvic pain to be related to essure. The reporter commented: as a result of the symptoms, she was hindered in her normal daily functioning and she suffered injury. Lot number: 915889 manufacture date: 2011-10 expiration date: 2014-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-feb-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.